Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered multiple correction boluses over a short period while glucose was in the normal range, after which the user experienced a prolonged low and treated with oral carbohydrates; the user also noted a recent factory reset by a clinician, which could not be confirmed. Symptoms included hypoglycemia with a reported low value of 40 mg/dl and no loss of consciousness. Outcomes included self-treatment at home without medical intervention or assistance. Investigation included troubleshooting and education by support personnel and internal complaint review. Investigation of this case revealed hypoglycemia with cause unclear; no device damage or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.